Manufacturer narrative:
Qn# (B)(4). The reported complaint of tuohy-borst damaged/defective is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the blood and liquid was coming back during procedure". At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "the blood and liquid was coming back during procedure". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). UDI# (B)(4).